Event description:
It was reported that the cysto-nephro videoscope's part of the tip of the connection connector came off and remained in the cleaning machine connection port. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found an increase in the outside diameter of the bending section cover due to stress caused by excessive squeezing. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.